Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00323: screw.

Event description:
An aculoc 2 plate was implanted on (B)(6) 2017. At some point post op, one of the screws broke. The plate and screw were explanted on (B)(6) 2017.